Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
The reported events were lead dislodgement, twiddlers, far p oversensing, unacceptable threshold, r wave amp variation, lead slack issue and twisted lead. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the blood and tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of far p over sensing, unacceptable threshold, r wave amp variation and twisted lead were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission found recorded episodes of non-sustained right ventricular oversensing (nsrvo) caused by far p wave over-sensing. No patient symptoms were reported. Further information was requested but not received.